Event description:
This is a solicited case report received from a female consumer, of unspecified age, in united states on 14-jan-2015 which refers to herself who was involved in a active online listening, study number: (B)(4). Consumer reported via (B)(4) that she had essure inserted in 2011 and had a total hysterectomy. She related the surgery to essure problems. Ptc (product technical complaint) investigation result received on 27-jan-2015 and follow-up information received on 28-jan-2015. The ptc global reference number for this report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Since no contact details are available for the consumer, no further information is expected for this case report. Company causality comment: this non-medically confirmed, solicited case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a total hysterectomy. This event was considered serious due to medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, although the exact reason for hysterectomy was not specified, since consumer related this surgery to essure problems, a causal relationship with the suspect insert cannot be excluded and therefore this case is regarded as incident. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.